Event description:
Pt was revised to address a fractured stem, which fractured directly below the calcar. It was reported that the pt fell in the summertime and came in for x-rays three (3) months later.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.